Event description:
The customer reported that during use of this shaver blade, metal shaving were observed in the surgical site. The surgeon irrigated and suctioned the site to remove the metal shavings but does not believe all metal shavings were retrieved. There is no known injury to the patient.

Manufacturer narrative:
Investigation findings: conmed linvatec received this shaver blade for evaluation and verified metal shavings. A visual examination found the teeth of the inner and outer tubes bent/damaged. This type of damage can occur if excessive force is applied during use or the blade comes in contact with the instrument during use. The customer will be contacted with additional information regarding this device. Conmed linvatec will continue to monitor this device for failures. Associated reports: 1017294-2008-00271, 1017294-2008-00272.